Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with stripped battery cap coin slot(p). Pump received with broken battery cap. Pump received with cracked reservoir tube lip and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip or the test infusion set and reservoir does lock into place. Unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to completely broken reservoir tube lip.

Event description:
Customer reported via phone call that the battery cap was difficult to remove. Customer blood glucose level was 104 mg/dl. The device will be returned for analysis.